Event description:
It was reported that during predilitation in a very heavily calcified right innominate ostial lesion, a fox plus balloon dilatation catheter (bdc) (12769-04, lot 690437) ruptured at nominal pressure after it was inflated to 9 atm for 10 sec during the first inflation. The balloon was completely removed without difficulty and another fox plus was successfully used for predilatation. Two absolute pro stent delivery systems (sds) did not cross the calcified lesion and were removed without difficulty. An omnilink sds did not cross the lesion. During removal the omnilink stent dislodged in the sheath. A balloon was slightly inflated in the distal edge of the stent and the stent was pulled back to the hub of the sheath where it was removed using hemostats. Another stent was successfully implanted in the target lesion. Another fox plus bdc (part12769-02, lot 622471) was unable to reach the lesion for postdilatation and was removed without difficulty. An unspecified bdc was used to complete postdilatation. There was no adverse patient sequela or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon and stent implant, consistent with being advanced into the anatomy. There was contrast in the inflation lumen. The stent implant was dislodged from the sds as reported. The proximal and middle portions of the stent implant were smashed, likely due to removing the stent with hemostats from the hub of the sheath as reported. There was no other damage noted to the stent implant. The balloon was tightly folded with crimp marks between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was no other damage noted to the sds. The tip length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameter of the stent implant. The distal measurements met the manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support and is typically not associated with a product quality deficiency. In this case, the lesion site was described as heavily calcified which likely contributed to the difficulty. Stent dislodgement can be influenced by many factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. All stent delivery systems are 100% visually inspected for proper stent placement and stent damage, and are 100% dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing. In this case, there were crimp marks on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Based on the reported information, it is likely that the stent dislodged due to interaction with introducer sheath. It is likely that resistance with the lesion during the attempt to cross loosened the stent on the balloon and during removal into the introducer sheath, the stent dislodged. It was reported that the device was used to treat the right innominate ostial. It should be noted that the omnilink .035 biliary stent system instruction for use states: the omnilink .035 biliary stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported difficulties. Review of the device lot history record revealed no nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database found no other incidents reported for this lot. There is no indication of a product quality deficiency. The fox plus balloon dilatation catheter is being filed under a separate medwatch report.